Event description:
Entire pacing system was explanted from pt. Due to change in physiologic status, pt no longer needed to be paced. Concern about possible future complications related to fracture of j-wire retention system prompted explanation at this time. Pt was discharged without complications, but portion of ventricular lead remains in situ.